Event description:
On (B)(6) 2012 the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ping meter was displaying the "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began on (B)(6) 2011 at midnight. As part of the patient's diabetes regimen, the reporter claimed that the patient is on an insulin pump. Despite the alleged issue, the reporter stated that the patient continued to administer her usual 3-5 units of bolus insulin (type not specified). Immediately after the alleged issue began, the reporter stated that the patient was experiencing stomach dehydration. On (B)(6) 2011 at 10:00am, the reporter indicated that the patient went to the emergency room (ER) for assistance. While at the ER, the reporter claimed the patient was administered IV fluids and tested by the lab; however the result is unknown. At the time of troubleshooting, the reporter informed the cca that the patient was a first time user of the subject meter. The alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient's reporter claims that the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury requiring hcp treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up #1 (9/10/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have data corruption. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.